Event description:
It was reported that the user observed a rapid decrease in displayed insulin units on the ilet and experienced elevated blood glucose after eating a bagel, with the device record indicating insulin delivery consistent with meal and correction dosing. Symptoms included hyperglycemia without associated clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.